Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 3/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/01/2017 with the following findings: during visual inspection of the pump, it was observed that there were no lines through the display screen therefore the investigation could not duplicate the initial complaint. It was also observed that the display screen was dim and discolored. The pump was opened and there was no damage to the display connector or display flex cable. The display latch was secure. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.